Event description:
It was reported that this was an attempted device due to right ventricular (rv) pace impedance measurements of less than 200 ohms and noise, during an implant procedure. Technical services (ts) recommended to try a new device however the same observation occurred. Eventually it was found that the issue resolved when electrocautery was turned off. When turned on again, the unstable impedance measurements were reproducible. It was noted that the ground plate was placed around xiphoid. The new device remains in service and this device is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this was an attempted device due to right ventricular (rv) pace impedance measurements of less than 200 ohms and noise, during an implant procedure. Technical services (ts) recommended to try a new device however the same observation occurred. Eventually it was found that the issue resolved when electrocautery was turned off. When turned on again, the unstable impedance measurements were reproducible. It was noted that the ground plate was placed around xiphoid. The new device was remains in service and this device is expected to be returned. No adverse patient effects were reported. Additional information was received that it was thought that the previously mentioned noise was introduced because the return electrode of the electric scalpel was placed near the patients solar plexus.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this was an attempted device due to right ventricular (rv) pace impedance measurements of less than 200 ohms and noise, during an implant procedure. Technical services (ts) recommended to try a new device however the same observation occurred. Eventually it was found that the issue resolved when electrocautery was turned off. When turned on again, the unstable impedance measurements were reproducible. It was noted that the ground plate was placed around xiphoid. The new device was remains in service and this device is expected to be returned. No adverse patient effects were reported. Additional information was received that it was thought that the previously mentioned noise was introduced because the return electrode of the electric scalpel was placed near the patients solar plexus.